Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. It is unknown what type of confirmation testing was performed. There was no report of patient impact. Eua # (B)(4)

Manufacturer narrative:
D4: medical device lot #: 0224334 investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch #0224334. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0224334 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. It is unknown what type of confirmation testing was performed. There was no report of patient impact. Eua # (B)(4).